Event description:
It was reported that a screw cap could not be removed from an acetabular cup. During back-table handling, the technician attempted removal, after which the surgeon also attempted and the screw-cap head became stripped. Another acetabular shell was opened so the surgeon could use that specific screw hole. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.